Manufacturer narrative:
Of the 4 devices, 2 lot numbers were provided, and the lot history reviews were performed. Of the 4 reported malfunctions, none of the devices were returned. Medical records or images were not provided. Filter perforation and detachment were inconclusive for all 4 devices. A root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. The information reviewed indicated that model rf048f vena cava filter allegedly experienced detachment and patient device interaction problem/perforation. These reports were received from various sources. Age, weight, and gender were not provided for the patient. There was no reported patient injury.

Manufacturer narrative:
H10: of the three reported malfunctions, one malfunction was reassessed for reportability and determined to be serious injury and was reported under emdr 2020394-2021-80242. H10: the lot number for the two reported malfunctions were provided, therefore, lot history reviews were performed. Rf310f catalog number was updated for one malfunction. The devices were not returned to the manufacturer for evaluation/inspection. However, medical records and images were provided and reviewed for one malfunction. Therefore the investigation for one of the two malfunctions is confirmed for alleged perforation and detachment. Medical records were not provided for another malfunction and the investigation is inconclusive for the reported perforation and detachment.based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g3. H11: b5,h6 (result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model rf048f vena cava filter allegedly experienced detachment and perforation. These reports were received from various sources. Both malfunctions were involved patients with no reported consequence. Of the two reported malfunctions, one female patient is 38 years old and the remaining patient age, weight and gender were unknown.

Manufacturer narrative:
H10: of the four reported malfunctions, two malfunctions were reassessed for reportability and determined to be serious injury and were reported under emdr 2020394-2021-80242 and 2020394-2020-06018. H10: the lot number for the two reported malfunctions were provided, therefore, lot history reviews were performed. Rf310f catalog number was updated for one malfunction. The devices were not returned to the manufacturer for evaluation/inspection. Medical records and images were provided and reviewed for one malfunction and the investigation is confirmed for perforation and detachment. Medical records were provided and reviewed for another malfunction and the investigation is confirmed for detachment. However, the investigation is inconclusive for perforation. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. The information reviewed indicated that model rf048f vena cava filter allegedly experienced detachment and perforation. These reports were received from various sources. Both malfunctions were involved patients with no reported consequence. Of the two reported malfunctions, two female patient's ages were reported ranging from 38 to 59 years. The weight of the one patient was 115 lbs; however, other patient weight was not provided.

Event description:
This report summarizes three malfunctions. The information reviewed indicated that model rf048f vena cava filter allegedly experienced detachment and patient device interaction problem. These reports were received from various sources. All three malfunctions involved patients with no reported consequence. Age, weight, and gender were not provided for any patients.

Manufacturer narrative:
H10: one of the originally reported four malfunctions was reassessed for reportability and determined to be a serious injury, reported under emdr 2020394-2020-06018. H10: of the three remaining malfunctions, two lot numbers were provided, and the lot history reviews were performed. Of the three reported malfunctions, none of the devices were returned. Medical records or images were not provided. Filter perforation and detachment were inconclusive for all three malfunctions as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.